Event description:
Reporter indicated that diagnostic tests resulted in high lead impedance during an office visit. The reporter stated that there is no known trauma that may have caused the high lead impedance. It is unk at this time if the pt can feel the stimulation or not. Reporter also revealed that the pt's mother is not permitting the medical professional to turn the device to "off" mode and the pt has had "no pain" or adverse events. Further follow up with the physician has revealed that no intervention has been taken or planned. Good faith attempts are being made to obtain x-rays, and diagnostic history from the surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.